Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract. The vena cava artery was punctured and a bypass graft on the iliac vein was performed. Immediately after the vena cava was punctured, the pt had no pulse and lost blood. The pt received multiple blood transfusions. The surgeon converted to a laparotomy and clamped down the vena cava and the nerve spine at the same time. The hosp has reported the pt is now paralyzed.

Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA.